Event description:
The animal hospital reported an error resulting in loss of mechanical ventilation during use on a canine. There was no injury to the canine.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor and anesthesia control board were replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).